Manufacturer narrative:
The pump passed all operating currents tested with in the specification range and it passed the off no power test. No failed battery test was noted. It was noted that the pump was received with moisture damage on the lcd board, a cracked reservoir tube lip, a cracked case near the display window corner, and a stained end cap sticker.

Event description:
The customer reported via phone call that he saw condensation in the screen of the insulin pump. Customer noticed it last night and stated that there are now lines on the screen and it is foggy. Customer stated that he noticed the condensation after programming a bolus. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.